Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he was concerned the insulin pump settings were not correct. The customer experienced frequent low blood glucose level and the ambulance was called on (B)(6) 2015. Customer's blood glucose level was 43 mg/dl. He was admitted to the hospital. The customer had a candy bar and a soft drink to bring his blood glucose up. When he stood up to get the soft drink, he lost consciousness and bumped his head during the fall. The customer also took glucose to correct his low blood glucose levels. The device was not returned.